Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was "high", although a specific value was not given. A manual injection was administered to address elevated bg. The customer will continue to use the pump as a method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.